Event description:
The customer reported that the insulin pump accidentally was dropped and no longer was functioning. No further information was provided.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a roux-en-y procedure, the surgeon put an instrument through the device and a large amount of pneumo leakage could be heard. The surgeon continued using the same device to complete the procedure. There was no adverse consequence to the patient. Additional information (B)(4) 2010: the noise they heard when the pneumo was escaping was just like the sound of a balloon deflating. There was a drop in pressure, but quantity of gas consumption rate could not be confirmed. The surgeon was able to continue using the same trocar, he would simply wait for the pressure to come back up and then continue. Although they could not confirm exactly where the leak was coming from, a gap could be seen between the integrated one seal and the body of the trocar. Devices being inserted through the trocar were a stapler and various types of graspers. Some torque was being applied, more with the stapler in order to get the right angle. To date, this has occurred in their bariatric cases only. Typically, they will use multiple trocars in one case. They will only open one obturator package and will use this one obturator with all trocar sleeves.